Manufacturer narrative:
Evaluation revealed both the long nail kit and the (unknown) locking screw to be the primary products. The (unknown) lag screw is considered a concomitant product. A physical examination could not be carried out since the reported products were not returned for evaluation due to ¿hospital policy¿ according to information received. A review of the DHR for the reported nail kit revealed no discrepancies; the device was documented faultless prior to distribution. A review of the DHR for the reported locking screw could not be carried out as the product data are unknown. However, the issue is about a revision to a ¿long stem exeter total hip¿ after an implant residence time of 17 months. Referring to the long implant residence time and taking into consideration that the broken nail was revised to a thp, impaired bone healing resp. Non-union of the fracture site can be assumed. This is supported by the additional breakage of the locking screw which most likely fractured due to having been exposed to massive axial load. Nevertheless, with the limited information given, it cannot be excluded that either a patient's fall or intra-operative pre-damage of the nail during the initial surgery by a deviated step drill has contributed to the implant fracture. Based on the above observations the root cause of the reported event is not linked to a deficiency of the devices but is rather considered patient related. The affected implants are designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized and by scientific analysis confirmed period (about 6 months) in such way, that the bone strength allows significantly increasing discharge of the implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject products. No non-conformity was identified.

Event description:
Patient had surgery to implant long gamma nail in right femur in (B)(6) on (B)(6) 2015. Patient had surgery at (B)(6) hospital in (B)(6) 2016 to remove broken gamma nail and insert long stem exeter total hip. The nail was broken where the lag screw inserts. The distal locking screw was also broken but was not removd during surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
Patient had surgery to implant long gamma nail in right femur in (B)(6) on (B)(6) 2015. Patient had surgery at (B)(6) hospital in (B)(6) 2016 to remove broken gamma nail and insert long stem exeter total hip. The nail was broken where the lag screw inserts. The distal locking screw was also broken but was not removed during surgery.